Event description:
It was reported that during a da vinci assisted cholecystectomy, there was a patient injury during an instrument exchange. While the customer was connecting an energy cord, a fenestrated bipolar forceps advanced and injured the liver. The intuitive surgical, inc. (Isi) clinical sales representative (csr) spoke with the surgeon who stated that the procedure was completed robotically and the patient was doing well. The csr believes that hemostasis of the liver injury was achieved with cautery. The estimated blood loss associated with the injury is unknown.

Manufacturer narrative:
A review of the system logs showed that approximately 26 minutes into the procedure, a drift event was captured, which can be indicative of un-commanded motion of the master tool manipulator (mtm), either when the surgeon lets go of the hand control during following mode or when external forces act on the arms of the robot during following mode. At the time of the drift event, a fenestrated bipolar forceps (fbf) instrument was installed on arm #1, being commanded by the left mtm. Data shows that within the same second of the drift event, an energy cable connection was made to the fbf instrument. Immediately following the energy cable plug-in, the fbf instrument tip was located approximately 10.6cm from its location prior to the cable plug-in. If the robot is in following mode / surgeon is commanding an instrument, guided tool change (gtc) would not be enabled, thus cannot prevent an instrument tip from inserting beyond its last location if there is any external force acting on the arm (i.e. Plugging in an energy cable), and could trigger unexpected motion. The da vinci xi surgical system in-service guide for the or staff includes the following information: when using energy instruments, attach energy cables to the instruments before installing onto patient cart arm. During a site visit, the intuitive surgical, inc. (Isi) field service engineer demonstrated to the robotics coordinator that with the head-in sensor activated and following, and letting go of the master tool manipulator (mtm), the instrument could be moved by applying force on the instrument at the bedside ¿ such as when plugging the energy cable into instruments already positioned in the patient. Additionally, an isi clinical sales representative (csr) met with the surgeon and reiterated the importance of maintaining control of the master tool manipulator (mtm)s while in following mode and/or when the surgeon's head is in the console.